Event description:
A ventilator was returned to the manufacturer because the device did not meet the acceptance criteria of the evaluation process due to an allegation of an internal battery issue. The complaint was confirmed during the device's evaluation at the manufacturer's service center. The internal battery needs to be replaced. The device is awaiting parts as they are out of stock.